Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets fell off events on 01-jun,02-jun and 05-jun-2024. Infusion set was in use for 3hrs on 1-june, less than 12 hrs on 2-june and about 12 hrs on 5 june. Patient's blood glucose was 100-180 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 4.